Event description:
Dealer stated that the user was in a hospital for someone else's appointment when her (B)(4) power chair took off forward, running her into the receptionist desk, crushing her knees. User went to a different hospital the next day, had x-rays. No broken bones, just red and swollen.